Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed resolving the alarm. Customer experienced an elevated blood glucose (bg) in the 600 mg/dl range. Multiple attempts were made by tandem¿s technical support to obtain how the bg was treated; however, no response from the customer was received.